Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed due to fluid loss. A new inflatable penile prosthesis reservoir was implanted. Following the surgery, the event resolved. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid loss was unable to be confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at folds in the reservoir shell. The reservoir kink resistant tubing (krt) was fatigued and was worn down to the filament. The reservoir had sharp instrument/tool damage to the adapter, which resulted in the holes; however, no leaks were found. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed due to fluid loss. A new inflatable penile prosthesis reservoir was implanted. Following the surgery, the event resolved. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.